Manufacturer narrative:
The customer was provided with new reagent. No service was performed.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the bottom of synchron cx/lx alt reagent bottle was damaged leading to leakage. No injury was reported for this event.